Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient sent an e-mail and requested assistance with the insertion of her infusion sets. Follow-up was completed with patient on (B)(6) 2011. Patient said since starting the new type of infusion set, she has only been able to insert 1 of the 7 she has tried. When she attempts to insert the headset by hand, the cannula "bunches up" and will not go in. This has resulted in bleeding at the infusion site. Infusion set was replaced and requested for evaluation. Patient was also sent an insertion device. The patient did not require treatment from a health care professional or second party to address the issue. Follow-up was attempted with patient but was not successful.